Event description:
(B)(4). No of days for decision treeno of days for decision tree: 0.dt completion date: (B)(6) 2022complaint no: (B)(4).classification code: 115.classification code description: loss of connection.source: phone.osvc ID number: (B)(4).osvc reference number: (B)(4).osvc created by: (B)(4).record category: complaint.region: north america.group: (B)(4).psr: psr.owner: (B)(6).status: review.record type: complaint.pending medical review . Pending decision trees.pending dev investigation.pending har.pending update request. No update request.country of purchase: united states.country of incident: united states.city of incident: na.reporter organization: na.distributor unique complaint no (ducn): na. Patient birthdate: (B)(6) 1985.age at the time of event: 37.reporter type: patient.pediatric or adult: adult.age unit: years. Event description: patient reported signal loss over 1 hour.conclusion: sent tx replacement.sent rga kit.alert date: (B)(6) 2022.event date: (B)(6) 2022. Was IFU followed? Na.patient took apap/acetaminophen? Na.no of days since opened: 27.download identifier: (B)(4).download identifier type: transmitteris patient using a receiver, mobile, both? Smart device.is the date exact or approximate?: exact.insertion site: na. Rga created? Yes, the product is able to be returned.rga reference number: (B)(4).rga follow up completed?: yes. (B)(4): is the patient using any other bluetooth accessories at the time of signal loss? No.(B)(4): was the patient's transmitter successfully paired to the receiver or smart device prior to signal loss? Yes.(B)(4): transmitter warranty expiration date. 2022-07-05.(B)(4): what was displayed before? Signal loss.(B)(4): did the signal return or is signal loss still displayed? Signal loss is still displayed.(B)(4): what device(s) are displaying the signal loss? Smart device. Product line: stt-om-001.product line description: g6 medicare transmitter kit, dexcom.transmitter sub-component: g6 transmitter: 9445-24.receiver serial number: na.product generation: g6.lot number: p12195554.ncmr details: no ncmrs associated with the product.manufacturing date: 1/5/2021.expiration date: 10/27/2022.transmitter serial number: (B)(4).category: transmitter.product registration: stt-om-001. Data investigation confirmed loss of connection on (B)(6) 2022.allegation confirmed by data: confirmed.data analysis status: completed - manual. Platform data source: ios app g6.data available? Yes. It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.